Event description:
Event description guidant received information that this pacemaker was electively replaced due to an advisory issued on this model device. Subsequently, guidant revceived information that the patient experienced syncope prior to explant.